Event description:
During follow-up, the patient experienced slow ventricular tachycardia (vt) and was treated with external cardioversion. The device was then interrogated and another slow vt was observed and treated with inappropriate therapy due to oversensing. The patient was stable and no intervention was performed.